Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset, guided the caller through the process, and after the reset, the cgm error did not reoccur. The caller was able to successfully start their sensor session.